Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental using coolmini applicators on (B)(6) 2019, then to the bra roll (back) using coolavdantage, coolcurve+ contour applicators on (B)(6) 2019, following to the bilateral upper flanks (bra roll) using coolcurve + contour applicators on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) 8 weeks after treatment. Ph was described as tissue in the bilateral upper flanks (bra roll) and submental are both denser, firmer, with well demarcated enlargement compared to pre-treatment. On (B)(6) 2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the submental and bra roll area.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental using coolmini applicators on (B)(6) 2019, then to the bra roll (back) using coolavdantage, coolcurve+ contour applicators on (B)(6) 2019, following to the bilateral upper flanks (bra roll) using coolcurve + contour applicators on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) 8 weeks after treatment. Ph was described as tissue in the bilateral upper flanks (bra roll) and submental are both denser, firmer, with well demarcated enlargement compared to pre-treatment. On (B)(6) 2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the submental and bra roll area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental using coolmini applicators on (B)(6) 2019, then to the bra roll (back) using coolavdantage, coolcurve+ contour applicators on (B)(6) 2019, following to the bilateral upper flanks (bra roll) using coolcurve + contour applicators on (B)(6) 2019, who developed paradoxical hyperplasia (pah/ph) 8 weeks after treatment. Ph was described as tissue in the bilateral upper flanks (bra roll) and submental are both denser, firmer, with well demarcated enlargement compared to pre-treatment. On (B)(6) 2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the submental and bra roll area.